Event description:
It was reported surgical intervention was undertaken due to discomfort at the ipg site. In addition, the pt no longer needed the system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.